Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -09.50 diopter, into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in microcentrifuge vial, with residue/ebris on product. Visual inspection found the haptic bent and deformed. Dimensional and refractive verification were performed and the lens was found to be in specification. (B)(4).